Manufacturer narrative:
An event regarding fracture involving a hmrs stem was reported. The event was confirmed. Method & results: device evaluation and results: the mar concluded that the anchorage stem fractured in fatigue. Eds showed the stem was consistent with astm f75 alloy. No material or manufacturing defects were observed on the surfaces examined. In addition, the fracture is through the second screw hole. Other than some damage consistent with invivo use and subsequent explantation, the device is unremarkable. Medical records received and evaluation: no evidence is available to suggest that device-related factors have been involved in the failure as also supported by the mar findings that conclude about a fatigue fracture consistent with the reported facts and findings without evidence for materials and/or manufacturing related defects in the explanted device. Procedure-related factors: - end of practical service life condition of the device in a patient with better survival than the implanted devices would allow with current technology. Patient-related factors: - segmental resection of proximal and middle third of tibia for malignant bone tumour creating a relative overload condition. Device-related factors: - none as also supported by mar findings. Diagnosis: - end of practical service life condition of the mhrs device in a patient after segmental resection for malignant bone tumour creating an overload condition where the patient has better survival thanks to new tumour adjuvant therapy than the implanted devices would allow. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the mar concluded that the anchorage stem fractured in fatigue. Eds showed the stem was consistent with astm f75 alloy. No material or manufacturing defects were observed on the surfaces examined. The medical review indicated that the end of practical service life condition of the mhrs device in a patient after segmental resection for malignant bone tumour creating an overload condition where the patient has better survival thanks to new tumour adjuvant therapy than the implanted devices would allow. The exact cause of the event could not be determined due to insufficient information received. However further information such as operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Hmrs primary surgery was performed on (B)(6) 2008. Then, the patient complained discomfort and the breakage of the implant was found on (B)(6) 2017. The revision surgery was performed on (B)(6) 2017.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
Hmrs primary surgery was performed on (B)(6) 2008. Then, the patient complained discomfort and the breakage of the implant was found on (B)(6) 2017. The revision surgery was performed on (B)(6) 2017.